Event description:
It was reported the patient had been falling ¿a lot¿ for the last two months prior to report and there was patient injury. It was also reported the patient had a loss of therapeutic effect and the patient stated ¿my speech is slurred and I¿m not doing well.¿ it was stated the patient¿s device ¿buzzed¿ them a couple of times after turning the device on a few days prior to report. It was noted the patient thought the implantable neurostimulator (ins) was still stimulating her. It was reported the patient saw an elective replacement indicator (eri) message on their device the day of report.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# v476627, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot# v268605, implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).